Event description:
Pt admitted in cardiogenic shock and on vasopressors for an acute anterior and inferior mi. Balloon pump placed at transferring facility. Pt underwent an angiogram and stent placement. The next day balloon ruptured and ultimately, the pt expired. Pt's mortality rate high secondary to cardiac condition.